Manufacturer narrative:
Still testing the circuit board electrically no final conclusions reached yet. More information will follow.

Event description:
In cruise flight at approx 1138 hrs we experienced a ventilator failure without warning, and without alarm indication from ventilator. Upon looking at the monitor, it was noted that the pt was in a bradycardic rhythm without an etco2 tracing. The ventilator was noted to have a pip of 0, and again, no other indication of malfunction, it was not cycling ventilations. Time elapsed from last breath was approx 1 min, no greater than 1.5 mins until pt was resuscitated. The pt was removed from the ventilator, then bagged with a bvm, given atropine, and spontaneous return of heart rate, pulse, blood pressure was noted. An appropriate etco2 waveform was also present with bagging. The pt was ventilated with a bcm for the remainder of the flight. No other compromise or issue occurred. Prior to departing the hospital the pt was placed on the ventilator with settings of tv 700, rr 12, a/c mode, fio2 1.0, I:e 1:4, flow 44, inspiratory time of 0.95 peep of 3-4, (this setting was noted to vary with each breath). The ventilator delivered breaths appropriately to the test lung, and then ventilated the pt without indication of problem until the time of failure. The ventilator was also connected to the portable oxygen source after being disconnected from the main oxygen source after the failure, no breaths were delivered and vent did not cycle, and no alarm light or indication. The main tank oxygen was 1200 psi, portable tank 1500 psi, (2000 when pt was connected).